Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for routine follow-up, interrogation revealed ventricular fibrillation episodes due to oversensing. Oversensing could not be reproduced with isometrics. Programming changes were made to the device settings. The patient will continue to be monitored normally.